Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported there were identified inaccuracies at the entry points during 3 recent biopsy surgeries performed with the rosa device. The analysis of the samples was negative, requiring a second surgical intervention to obtain the diagnosis, and therefore a delay in oncological management of about one month.

Manufacturer narrative:
A full analysis of the device data logs and of the patient exams has been performed. This analysis concluded that the post-operative scans could not be analyzed because they were acquired with a gantry tilt, which is incompatible with the rosa software. Therefore, the inaccuracy at the entry point could not be confirmed. Moreover, the user did not verify either the accuracy at the entry points on the post-operative scans, but only noticed an inaccuracy at the target point. This is mainly dependent on elements other that the rosa device, such as the method of implantation. No robotic error was found during analysis. It can be noted that the matching frame showed that the registration was not optimal. A message indicated significant difference between the image points and the robot points taken during pre-registration. Five out of seven verification points were not verified on the recommended anatomical structures. Additionally, one head holder used on site was found to be defective, and may have been used for the case. These elements could have contributed to a potential inaccuracy at the entry point.

Event description:
It was reported there were identified inaccuracies at the entry points during 3 recent biopsy surgeries performed with the rosa device. The analysis of the samples was negative, requiring a second surgical intervention to obtain the diagnosis, and therefore a delay in oncological management of about one month.